Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after puncture, blood was found leaking from the catheter of a bd pegasus¿ safety closed IV catheter system prn. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was returned to bd for evaluation. The failure mode was observed by our investigators in the sample provided. Our investigators found the broken sections of the catheter at approximately 10 mm apart, neither of these damaged sections demonstrated crinkling or tearing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7265159. Investigation conclusion: it was determined through this investigation that the defect is related to the production process. All of the assembly stations in the auto-line were inspected to determine where the tubing could become damaged, but investigators were unable to identify any zones that could lead to this complication. The suzhou plant is unable to determine the root cause of this failure mode at this time.